Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Due to this the system was reprogramed from the secondary vector to the alternative vector. However, recently it was observed that t-wave oversensing was being exhibited along with low amplitude. Troubleshooting of the system was discussed. This device remains in service. No adverse patient effects were reported.